Event description:
It was that during a laparoscopic sigma procedure, the device had no function, display shows handpiece/temperature, take another one, no further info is available. No pt consequence.